Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software and sensor was found to be in state 1 (indicating that sensor has not been initiated). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Performed visual inspection of the sensor tail and did not observe a watermark. This issue is not confirmed to the sensor tail not being properly inserted. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an unspecified error message from the adc device and was unable to obtain readings. The customer presented to a pharmacy to have her glucose level checked and was provided chocolate for treatment. There was no report of death or permanent injury associated with this event.